Manufacturer narrative:
This report is submitted on april 20, 2018. (B)(4).

Event description:
Per the surgeon, the patient underwent a procedure on (B)(6) 2018 to remove cholesteatoma, during the procedure, the magnet was electively explanted.